Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of over-sensing noise during an unrelated procedure and delivered an inappropriate shock. No intervention was performed. There were no patient consequences.